Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) has decreased from 31% battery remaining in january to currently at 15% remaining. Device data shows the power consumption is increasing in a gradual fashion. Technical services recommended device replacement. There were no adverse effects to the patient reported. Currently the device remains in service.

Manufacturer narrative:
This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, along with any other relevant fields have been updated.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) has decreased from 31% battery remaining in january to currently at 15% remaining. Device data shows the power consumption is increasing in a gradual fashion. Technical services recommended device replacement. There were no adverse effects to the patient reported. Currently the device remains in service. Additional information was later received that confirmed the device was explanted and successfully replaced due to premature battery depletion (pbd). There were no additional adverse patient effects reported. The device will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report contains updates from additional information received. This includes the device status and impact to patient that changes the decision from malfunction to serious injury. Fields h1:type of reportable event, b1:adverse event/product problem, b2: outcomes attrib to adv event, b5: describe event or problem, d6b: explant date, along with any other relevant fields have been updated.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) has decreased from 31% battery remaining in january to currently at 15% remaining. Device data shows the power consumption is increasing in a gradual fashion. Technical services recommended device replacement. There were no adverse effects to the patient reported. Currently the device remains in service. Additional information was later received that confirmed the device was explanted and successfully replaced due to premature battery depletion (pbd). There were no additional adverse patient effects reported. The device will be returned for analysis.